Manufacturer narrative:
A field service engineer was dispatched to the customer site. The oil mist filter was replaced to resolve the smoke/haze issue. Unit meets specifications and was returned to service. (B)(4).

Event description:
A customer reported smoke or haze emitting from their sterrad® 100s sterilizer. There was no report of any injuries or human reactions. The customer was advised to turn off the unit and leave the room. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Asp complaint ref #: (B)(4).

Manufacturer narrative:
Device available for return correction from no to yes. Device evaluated by manufacturer correction from not returned to manufacturer to yes. Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the smoke/haze issue, system risk analysis (sra) and functional analysis. Trending analysis of the smoke/haze issue was reviewed from august 2017 to february 2018 and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." The oil mist filter was returned and tested. The sterrad completed a test cycle with no faults or errors and no smoke, mist or oil was detected. The reason for return of the oil mist filter was not confirmed. The assignable cause of the smoke/haze issue is the likely due to oil mist filter. The field service engineer replaced this part and confirmed the sterrad® 100s was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. (B)(4).